Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was selected for implant in the patient for the endovascular treatment of a 250mm dissection. It was reported that flushing of the delivery system was carried out using a 20cc syringe; however, it failed to flow heparinized saline solution into the delivery system. The syringe was replaced with a 5cc size, but the heparinized saline solution failed to flow into the delivery system. The physician decided to replace the delivery system with a new one and the procedure was successfully completed. Per the physician the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: the complaint was confirmed; the delivery system was unable to flush. The cause of the event was due to the hypotube obstructing the passage of fluid through the end seal likely due to an over molding issue.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.